Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint ofdevice malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 61 indicating an external flash write error, which initially cleared after a restart but subsequently recurred and necessitated device replacement and transition to backup therapy; blood glucose at the time was 178 mg/dl and the user continued cgm monitoring via dexcom without interruption. Symptoms included no adverse clinical effects. Outcomes included temporary therapy interruption with use of backup therapy and continued cgm use. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.